Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. After mapping was completed in a second location, it was observed under fluoroscopy that the helix was deformed. The lp was explanted and exchanged. The patient was stable.

Manufacturer narrative:
Device history record reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of stretched helix was confirmed. Visual inspection noted outer helix length was out of specifications consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies.